Manufacturer narrative:
The customer / biomed engineer requested a devise evaluation even though the device was end-of-life since 12-31-2022. The philips fse evaluation confirmed the charge button problem and was able to repair the charge button switch contacts. The charge button was now fully functional.

Event description:
It was reported to philips that the device had a faulty load button error. There was no patient involvement.